Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a massive lower gastrointestinal (gi) tract bleed. The patient underwent a blood transfusion on (B)(6) 2024. Approximate number of units of red blood cell concentrate transfused per 24 hours was not less than 4 units but less than 8 units. Prothrombin time (inr) was 3.6 iu on (B)(6) 2024. Activated partial thromboplastin time (aptt) was 52 seconds on (B)(6) 2024. Platelet count (plt) was 19.0 × 10s/l on (B)(6) 2024. Warfarin and aspirin were given to the patient. The cause of the bleeding was related to diagnostic procedures, bleeding after removal of colorectal polyps was evident.